Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level as the issue did not cause it to exceed 500 mg/dl. The customer was advised by technical support to use their current pump as backup therapy until they received a replacement pump with updated software. The customer was also provided with instructions for returning the malfunctioning pump, and a replacement pump was sent to them.